Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the keypad of the insulin pump was sticking and the numbers were scrolling nonstop when they tired programming information into the device. The customer's blood glucose was 230 mg/dl. The customer took out the battery and the insulin pump alarmed failed battery test. The buttons of the device were unresponsive. The customer stated that prior to the alarm they were outside, golfing, for eight hours. The discontinuation of the device was advised. Nothing further was reported.